Event description:
This ra lead was implanted on (B)(6) 2018 and remains implanted at this time. A call was placed to technical services on 06/12/2018 stating that this lead has done repositioning due to no capture at high outputs and low sensing. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).